Event description:
This spontaneous report was received on (B)(6) 2012 from a (B)(6) old female consumer reporting on self from the united states. On an unspecified date, the consumer started using o.b procomfort regular vaginally for menstruation (frequency, lot number and expiration date unspecified). After an unspecified duration, when she went to put the tampon inside, the cotton got everywhere. She stated that she had used the device before without any problem. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case.

Manufacturer narrative:
This closes out this report unless other additional significant information is received.